Manufacturer narrative:
This complaint is a duplicate. Refer to pr# (B)(4). MFR report# 3005985723-2017-00592.

Event description:
Gsp (B)(4): damaged motor wire causing multiple errors. Reported by mps (B)(6). Surgical delay: less than 15 minutes. Surgery was completed manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): damaged motor wire causing multiple errors. Reported by (B)(6). Surgical delay: less than 15 minutes. Surgery was completed manually.